Event description:
Customer reported: there was leakage found on the cuff within an hour. Customer reported no patient involved. Covidien is attempting to gather further details surrounding the circumstances of this report.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis.